Event description:
The customer reported that during a percutaneous microwave lung ablation, the antenna was seen to be bent in the CT scan. The antenna delivered energy and the case was completed without issue. However, when the antenna was removed, though it was in one piece, the antenna was broken.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.